Event description:
Info was received from a physician via regulatory authority in mar-2004 regarding a pt with a history of surgery for ruptured ectopic pregnancy. The pt presented to the hosp with abdominal pain and vomiting in oct-2003. The pt was diagnosed with a bowel obstruction and hospitalized that day. Conservative therapy was attempted ("long-tube insertion") without relief. The pt underwent laparoscopic surgery about two weeks later. There was a stenosis site at the ileum which was caused by adhesions which were lysed. One sheet of seprafilm was placed under the incision to stop re-adhesion. The pt started to take some food after the operation. Eleven days later, the pt developed another bowel obstruction. The physician did not provide the pt's outcome. The relationship between the adverse event and seprafilm was provided as probable by the reporter.